Manufacturer narrative:
It was reported that right hip revision surgery was performed. The femoral head used in treatment was explanted but not returned for evaluation. As of today, all of the devices reportedly involved in this incident and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr cup. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at 25° of anteversion. It is unknown if the increased anteversion of the acetabular component led to accelerated wear and the gray appearing fluid and pseudocapsule noted intraoperatively. The root cause of the reported elevated metal ions, pain, pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-operative convalescence period cannot be determined. Without the return of the actual product involved or additional information, our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Sections a2, a3, b4, b5 and b7 were updated due to new information received.

Event description:
Us legal mdl. It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2019. The revision surgery was performed due to severe pain, failed right hip resurfacing, stiffness, loss of mobility, and a mild local chronic inflammation in tissue from the right hip, with focal foreign body reaction consistent with metallosis. Only the bhr resurfacing head was explanted. The patient was transferred to the recovery room in stable condition and later discharged.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
Us legal mdl. It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2019. The revision surgery was performed due to severe pain, failed right hip resurfacing, stiffness, loss of mobility, and metallosis. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr cup. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at 25° of anteversion. It is unknown if the increased anteversion of the acetabular component led to accelerated wear and the gray appearing fluid and pseudocapsule noted intraoperatively. It was reported that the metal ion levels were elevated prior to revision; however, neither the levels nor the lab reports were provided. Without the supporting lab/pathology results, relevant imaging, and/ or the explanted component the root cause of the reported elevated metal ions, pain, pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.